Manufacturer narrative:
Stroke is a known possible adverse event associated with the use of the device as listed in the instructions for use. There was no device malfunction reported. The device is not available for evaluation. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: none reported. Symptoms/ae: stroke. Time of symptoms/ae: post procedure. It was reported that post a carotid artery stenting procedure of an unspecified vessel, using the rx acculink, the pt experienced a stroke while still in the catheterization lab. Treatment and pt condition is unk. Though requested, no additional info has been provided.